Event description:
It was reported that the cannula broke on the non patient end with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: material no. 320122, batch no. 7059936. It was reported that the non patient end is broken.

Manufacturer narrative:
Investigation: customer returned (1) loose bd pen needle without a tear drop label attached (used). Consumer reported rear cannula end is broken. The returned sample was examined and exhibited a broken non-patient end cannula, thus confirming the alleged defect. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the cannula break is user error during pen needle attachment to the pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula broke on the non patient end with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: material no. 320122, batch no. 7059936. It was reported that the non patient end is broken.